Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This device was used for treatment not diagnosis.

Event description:
During a tfn procedure on (B)(6) 2013, the head of the coupling screw broke off due to hammering as the surgeon was inserting the helical blade. All pieces were retrieved and the surgeon did not need to change to another coupling screw. No further problems were noted. It was reported that the patient was recovering well. This report is 1 of 1 for complaint (B)(4).